Manufacturer narrative:
Evaluation summary: customer report states no malfunction of device. As received, holder was deployed and attached to the valve. However, attaching sutures are not on the holder post, but on the side of the post facing commissure 3. No visible inconsistencies observed on all three leaflets. The wireform was intact, as evident in the x-ray. Method: x-ray. : the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up with the surgeon, it was learned there was no malfunction of the device. The device and the holder were returned for evaluation. The handle was not returned. Therefore, we are unable to conclusively determine root cause for failure of this device.

Event description:
Reportedly, a 31mm mitral valve was explanted at implant due to difficulty removing the handle from the holder. The device was used during a thruport procedure. [Doctor] had tied down the knots for the 31mm mitral valve around the anterior leaflet section as well as at the p3 region, and then the valve holder was in his way. While he was removing the valve holder, the valve tilted away from its position. It partly came out of the ventricle in such a way that the stent post which was located at the p1/p2 region as well as the holder came above the valve annulus. As it was not possible to bring/push the valve back into its original position via anterior thoracotomy, [doctor] converted to median sternotomy. He took the 31mm out and implanted another 31mm valve.

Manufacturer narrative:
Additional manufacturer narrative: additional evaluation was conducted by edwards lifesciences engineering. Findings state: the sutures were confirmed to slip off the post of the returned device. The post was retracted and redeployed and it was noted the intersection point of the sutures from the commissure posts were offset from the center point. An offset center point where the three sutures intersect may increase the potential of the sutures slipping off the post. Therefore it may be possible that when the post is advanced, the tricentrix holder assembly may not fully deploy. A CAPA was initiated to address this issue.